Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10-us is available in the USA with a 510k number k200090. The date of event is anavailable. Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. For evaluation-has seam gap in eus connector.